Event description:
It was reported by customer that when retrieving the stylet inside the catheter, it was found that the stylet was rough and not smooth, and foreign matter was visible on the stylet with the naked eye. The catheter was pulled out. The nurse had opened a new batch of catheter for the patient and reinserted a new catheter for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.